Manufacturer narrative:
An investigation is in process. A f/u report will filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. During the course of troubleshooting with adc customer svc, it was discovered that the unit of measure was set to mmol/l instead of mg/dl. There was no report of death, serious injury or mistreatment associated with this event.